Event description:
Upon removing the catheter from the packaging, a kink in the proximal shaft was noticed. The product was placed back into the packaging and a new catheter was removed from inventory. There was no visible damage to the outer or inner packaging of the first catheter.

Manufacturer narrative:
Technical eval: the catheter was returned in two pieces with a clean break 6.5cm from the hub. Inspection of the distal end revealed no other kinks or flat spots. Conclusion: the incident reported is in consistent with, though not as extensive as, the damage seen. This unit appears to have been damaged either in final processing at penumbra or during transportation. The DHR of this mfg lot has been reviewed. This MDR is being filed as part of the remediation action taken as per penumbra feb 2010 update to the FDA warning letter dated dec 31, 2009. A review of the device history record (DHR) was completed on part # 1626-04 neuron delivery catheter 070 (95cm x 6 cm) shaped tip, lot number l14028. The DHR review of final assembly (lot# l14028) indicated that 100% inspection of the device resulted in (B)(4). The lot was associated with (B)(4) for product that is currently labeled with a ce mark in a configuration that was not ce approved. The product was relabeled per the ncr directions. The lot was built under (B)(4) due to 3 year accelerated aging data not back yet. The lot was released when the three year report was released per (B)(4). In addition, all destructive testing was completed per required process monitoring requirements and results met spec for the tensile strength. All parts that failed visual inspection have been rejected and all parts released met specs. No other anomalies were found with this lot due to the mfg process. The parts released in this lot met process requirement.